Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion and became stuck in the struts of the previously implanted proximal stent. During removal, when more force was applied, the stent delivery system came out without the stent. The stent was expanded where it was lodged and the procedure was completed. No patient complications were reported and the patient's status was stable.